Event description:
It was reported that during an implant surgery of a monarc the patients urethra was perforated and was then sutured. The physician reported "no harm was done to patient [and the device] was not used and remained on the table, desterilised." No further patient complications have been reported in relation to this event.